Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the jejunal tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie jejunal tube. Conservatively, abbvie has chosen to report this event due to the potential that the jejunal tube involved could have been the abbvie jejunal tube. A follow up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
On (B)(6) 2016, the patient had a jejunal tube implanted. On (B)(6) 2016, patient was not able to flush the j tube. Patient was seen by the physician and x ray was taken. X ray showed double knot on the jejunal tube. On (B)(6) "k2016", the j tube was replaced.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a return sample evaluation was unable to be performed. A photograph of the complaint sample was provided. The photograph displayed a used intestinal tube with a knot in it. The complaint condition of intestinal tube - knotted was verified. The cause of the knot is unable to be determined. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.